Event description:
A customer reported to the manufacturer that a pt was using an everflo oxygen concentrator and the device caught on fire. It was reported there was thermal damage to the device and to the floor of the house. There was no report of pt harm or serious injury. The device has not been returned to the manufacturer for evaluation. The manufacturer will submit a follow up report when the investigation is complete.